Event description:
It was reported that 3 bd luer-lok¿ sterile, single use syringes from lot 1169021, and 2 from lot 1169029 leaked past their plungers during use. The following information was provided by the initial reporter: "I¿ll just note that the plunger position at which the seal loses contact with the wall varies. Sometimes we¿ll see a leak when just filling a syringe".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1169021. Medical device expiration date: 31-may-2026. Device manufacture date: 18-jun-2021. Medical device lot #: 1169029. Medical device expiration date: 31-may-2026. Device manufacture date: 18-jun-2021. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: it was reported there was leakage past the syringe stopper. To aid in the investigation, one video and twelve 5ml syringes split between lots 1169021 and 1169029 were received for evaluation by our quality team. The samples were visually inspected and tested per procedure for leakage past the stopper seal. All twelve samples were found leakage during test. Further observation revealed that each stopper was either defective from the molding standpoint or potentially a different stopper altogether. This was evident by a difference in diameter and overall appearance. As part of this investigation, technician logs and production databases were reviewed for provided material number 309646, lot numbers 1169021 and 1169029. There was record of insecure stoppers in the device history record review and documented fixes in the technician logs. It was also noted that the two lots reported were syringes that were manufactured one after the other on the same assembly line and had one batch of stoppers that were shared between the two lots produced. A notification was issued for batch 1169021 insecure stoppers, a process adjustment to correct an out of time dial was made and product was requalified per applicable acceptable quality limit before production resumed; however, it is possible the insecure stoppers were a result of the defect reported from the customer.

Event description:
It was reported that 3 bd luer-lok¿ sterile, single use syringes from lot 1169021, and 2 from lot 1169029 leaked past their plungers during use. The following information was provided by the initial reporter: "I¿ll just note that the plunger position at which the seal loses contact with the wall varies. Sometimes we¿ll see a leak when just filling a syringe"